Event description:
It has been reported to philips that, suite pc did not start. System was not in clinical use. No harm has been reported to philips. The fse performed conditioning and adaptation of the x-ray tube. But problem remains same. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that fluoroscopy was failed because of the arcing in x-ray tube. The engineer replaced the x-ray tube and system was returned to use in good working order.